Manufacturer narrative:
(B)(4). Photographic evidence intra-operative photo was received. The photo provided shows tissue with three unformed staples. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Additional information received: I can tell you that every single pic is associated with the stapler firings up near the ge junction. I can't figure out if he is crossing the staple lines so close that it is deflecting them.....it's a mystery as he is the only doc I have that is having this issue; how is swishing technique on back table, is the device being swished above the articulation joint: like a baby duck in water/aggressive and messy. They are really good about that! The device used was a plee60a and the sales rep stated that she actually is not positive that it was a blue gst reload that was used with the device. No buttressing material was used.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon gave me another photo of unformed staples. I do not have any other information. They did not say what firing or where used. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient.